Manufacturer narrative:
UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in UDI and the other UDI's are listed here:(B)(4), initial reporter corrected health professional - no checked non healthcare professional follow up #1 correction checked device manufacture date provided

Manufacturer narrative:
Type 2 diabetic on vgo 20 since (B)(6) 2017. Patient reported she went to first aide rescue team for hyperglycemia. Patient then went to the emergency department with blood glucose reading of 600mg/dl and was treated and released. Patient consulted with hcp who changed prescription to vgo 40. The patient reports that she has recovered. The vgo device worn at the time of the event is not available for inspection.

Event description:
Type 2 diabetic on vgo 20 since (B)(6) 2017 spoke with valeritas customer care and reported visiting the emergency department due to bg of 600mg/dl. The patient reported that on (B)(6) 2017 she went to the first aide rescue team due to a hi measurement. Her bg was measured as 600mg/d. Patient was taken to the emergency department for treatment. Patient remained in the ed for a few hours until her bg decreased to 442mg/dl. She was discharged from the ed at 20:45. Pt. Consulted with her prescribed hcp who assisted the patient in removing the vgo 20 device worn at the time of the event and in applying a new vgo 20 device. The hcp instructed the patient to administer 8u humalog via injection should her bg go above 400mg/dl. The patient reported that on (B)(6) 2017 she met with her prescribing hcp who instructed her to begin use of vgo 40. Since starting vgo 40 bg has improved. Pt. Did not provide specific bg measurements. The patient reported that she is feeling better but did not elaborate on what her symptoms had been. Patient reported that while using vgo 20 her bg was always >300mg/dl. Prior to vgo use bg was 140-200mg/dl. Insulin regimen prior to vgo us is not known. Based on the information available the most likely contributing factor to the symptoms of hyperglycemia and bg of 600mg/dl was that the patient required more insulin then the vgo 20 could provide. The patient reports that she has recovered. The vgo device worn at the time of the event is not available for inspection.